Manufacturer narrative:
Further follow up revealed the instrument was being used on the patient¿s tibia. This instrument is not indicated for use on the tibia. Additionally, the type of procedure being performed requires a completed tunnel to be drilled, which would cause the drill to enter the lateral cortex and muscle region. The technique for this instrument describes drilling a socket and not a completed tunnel through the lateral cortex. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event; lot number/expiry date; manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04282 & 04283).

Event description:
It was reported that patient underwent a tibial fixation procedure utilizing a flexible reamer on an unknown date. During the procedure, the flexible reamer fractured and another was attempted for use with the same result. The fractured pieces were retrieved from the patient's wound and the procedure was completed utilizing a different device.

Manufacturer narrative:
This follow-up report is being filed to relay correction initial notification date.